Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. Corrected section: e3- occupation - removed. The device was returned to the factory for evaluation on 01/09/2025. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the photographic evaluation as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000435286 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported prior to use on a patient (patient in or), that the vasoview hemopro 2 c-ring broke. There were no components of the device that detached into the harvesting tunnel / inside the patient. The procedure was completed with a new device. There were no procedural delays reported. No patient harm or injury reported.